Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) and non-sustained ventricular tachycardia. In addition, there was electromagnetic interference (emi) observed in unrelated episodes. The lead and implantable cardioverter defibrillator (ICD) remain in use. No patient complications have been reported as a result of this event.